Event description:
It was reported that an ilet user experienced hyperglycemia after eating candy without making a meal announcement, with blood glucose readings of 356 mg/dl and then 388 mg/dl, and the user was advised to perform an infusion site change as part of troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear despite corrective actions taken. No symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention, no emergency treatment, and no hospitalization. It was concluded that the event was related to hyperglycemia with an undetermined cause and no injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.